Event description:
I had lasik surgery to correct nearsightedness in 2004. I have since developed halos and starbursts at night, affecting my vision and my ability to drive. I was given prescription glasses which do not really correct the halos and I cannot drive in the rain.